Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by handling the device in accordance with the following instructions for use (IFU): "- inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was not confirmed and no problems were found with the image. The scope was plugged into the processor for two hours and the image was good and clear. Evaluation did find the bending section cover adhesive was cracked and chipped and the electrical continuity test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the evis exera iii bronchovideoscope would not show up on the screen during the procedure. The image was unable to be restored. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the scope was successfully used during the last procedure. The screen went blank during a diagnostic endobronchial ultrasound bronchoscopy. Troubleshooting involved turning the device off and taking out/reconnecting the scope. The procedure was delayed 10 minutes while the patient was intubated. The scope was replaced to complete the procedure.